Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to clean the pump's pneumatic tap area and assisted them in correctly filling and loading a new cartridge, but the issue persisted. Consequently, the matter was escalated for additional assistance.